Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the pump has low battery life, a rewind anomaly, and a lost setting on battery change. Also, reported frequently broken belt clips. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The pump will not be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w version 4.11c retainer ring = black pump case = ngp customer returned pump for alleged cosmetic damage located at the belt clip rails, charge/battery lasts less than expected, reprogram alarm, and rewind anomaly found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. No motor anomalies were noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was turned off and on with different set of batteries to check for any setting anomalies. Pump functioned properly and found settings were unchanged from testing. The pump was cut open and found moisture damage on pcba 1. Motor was removed from pump to be tested on ngp board test. Motor functions properly on ngp board test. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Cosmetic damage was not confirmed at the belt clip rails during analysis; however, other cosmetic damage was noted. Rewind anomaly and reprogram alarm were not confirmed during testing. Charge/battery lasts less than expected not confirmed during testing or in the history files. Pump passed full drive test and full functional test. Exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and self test. No motor anomalies were noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was turned off and on with different set of batteries to check for any setting anomalies. Pump functioned properly and found settings were unchanged from testing. The pump was cut open and found moisture damage on pcba 1. Motor was removed from pump to be tested on ngp board test. Motor functions properly on ngp board test. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay. Cosmetic damage was not confirmed at the belt clip rails during analysis; however, other cosmetic damage was noted. Rewind anomaly and reprogram alarm were not confirmed during testing. Charge/battery lasts less than expected not confirmed during testing or in the history files. Pump passed full drive test and full functional test. Exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.